Event description:
It was reported that the device exhibited frequent high pressure alarms. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: UDI number and g5 are unavailable, g3: japan device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a continuous "high pressure" alarm message. Functional testing was unable to duplicate the reported issue. Possible, but unconfirmed, problem sources were listed as a defective downstream occlusion sensor or defective cassette. The downstream occlusion sensor was replaced as a preventive measure. Per service history review it was found that the downstream occlusion sensor was replaced on a previous repair and was possibly related to the current complaint.